Event description:
It was reported after striking the liner against the groove of the cup, it was found that it could not be assembled in place. The liner was struck again and still could not be assembled in place. After two repeated blows, the polyethylene lined prosthesis was abandoned and assembled for the first time after switching to a ceramic liner. No additional information.

Manufacturer narrative:
(B)(4). Foreign: country: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified nicks, gouges, and scratches from attempted implant to the inner and outer spherical surfaces, anti rotation scallops, and locking feature. No other damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.